Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was debris lodged in the door mechanism. The debris was removed and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system door would not open fully. There was no patient present when this issue was identified.